Manufacturer narrative:
A kink was noted on the exposed portion of the cannula. It is unknown when or how the kink occurred. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion.

Event description:
It was reported the patients blood glucose level rose to 450 mg/dl while wearing the pod between 24 and 36 hours on the leg. As treatment, a new pod was placed.